Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting patient with 1cc of juvéderm® volbella® xc in the infraorbital hollows and mouth corners as well as bilateral injections of juvéderm® volux¿ xc along the malar eminence, approximately 0.4cc per side. Patient later developed a cold sore on the mouth, deemed not device related. Five days later, the patient began to experience severe edema in the injection areas and described the areas as "rock hard". Patient was treated with antibiotic steroids, valtrex, and benadryl for 3 days. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4). This emdr is being submitted for the suspect product, juvéderm® volbella® xc.